Event description:
The treating neurologist reported to the manufacturer that it was unknown if the vns or environmental factors have predisposed the patient to breast cancer. No other information was provided.

Event description:
Reporter indicated a vns patient had right breast cancer and was to have surgery for the breast cancer. The reporter was inquiring about use of electrocautery during surgery with the vns. The reporter declined to give an opinion as to the relationship of the breast cancer to the vns. All attempts to the patient's treating neurologist for further information have been unsuccessful to date.

Event description:
Reporter indicated the patient was to have a prophylactic vns generator replacement during planned left breast mastectomy surgery on (B)(6) 2013. The new vns generator was placed in the patient's back. The explanted vns generator was returned on (B)(6) 2013 and is pending analysis.

Event description:
Product analysis was completed on the returned vns generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.